Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Reportedly, the customer over-estimated how much insulin was needed when addressing the food consumed, and delivered a larger bolus than needed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer reverted to manual injections for insulin therapy.